Manufacturer narrative:
Investigation pending litigation and therefore inspection of the wheelchair has been delayed. Allegations are that the wheelchair drove by itself over the patient's left foot and broke the ankle bone. Permobil and the dealer responded quickly in an attempt to evaluate the wheelchair and determine root cause of the reported failure. However, the patient's attorney desires to schedule a time at which the servicing dealer, permobil and the patient's legal counsel could be present to examine the suspect device. Tentative appointment scheduled for the end of (B)(6) 2019. Once more information becomes available a follow-up report will be submitted and any missing information not included in this report shall be included. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
The dealer received preservation notice advising them that the patient sustained injury and that the wheelchair "moves by itself". It is being reported that the wheelchair allegedly drove over top of his foot. As a result, the patient is reported to have suffered from a broken ankle to the left foot. The exact date of the incident is not known.

Manufacturer narrative:
Investigation revealed that the root cause of this failure mode has been attributed to improper use - device interface. Evaluation of the device and interview with the patient occurred on (B)(6) 2019. The patient reported stepping off the left footplate to empty his catheter bag and had left the wheelchair powered on. The patient reported that the wheelchair drove by itself and as a result sustained injury to their left foot having been fixed between the left footplate and support wheel. Examination of the suspect joystick control equipped with the wheelchair was discovered to not have been properly maintained and found out of specification. The joystick protective boot was completely detached from the joystick casing causing the internal mechanics/electronics risk of exposure to the elements and possibly affected by foreign debris and/or moisture. The wheelchair is reported to have been in poor condition and dirty. The reliability of the suspect joystick in this condition presents unwarranted risk. It is unknown how long the joystick had been in-use in the damaged condition. The owner's manual warns users to turn off power to the wheelchair during transferring attempts. Users are warned of the sensitivity of the joystick and electronics and states that if the "joystick boot" is compromised it must be replaced immediately. Permobil recommends daily inspection of the joystick to ensure no damages exist. In conclusion, the patient failed to adhere to the instructions for intended use. Permobil has offered to perform repairs to the wheelchair at no cost to the patient as a courtesy. Permobil will also convey instructions for intended use as stated in the labeling for the device in the appointed time determined by our legal counsel. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.